Event description:
During the ptca, the occlusion balloon deflated unexpectedly. The device was prepped per the IFU and inserted into the saphenous vein graft. The physician then loaded a 4.0x30 stent onto the wire, and re-loaded the wire into the adapter and the occlusion balloon was placed distal to the second lesion and inflated to 4.5 mm. The physician puffed dye to check occlusion, the vessel was not occluded. The balloon diameter was then increased to 5.5 mm and another puff of dye showed that the vessel was still not occluded. The physician then inflated the occlusion balloon to 6mm, and observed on the fluoroscopy that the balloon had deflated. The device was removed from the patient, at which time the physician reportedly attempted to re-inflate the balloon and observed a pinhole. There was no adverse effect to the patient.